Manufacturer narrative:
Additional information: d10 (concomitant devices added), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a patient with no particular comorbidities required revision of the bcs biconvex patellar component approximately 22 months post implantation due to early loosening with a fracture of the central stud without traumatic cause. It was communicated that the requested medical documentation was not available. Without supporting medical documentation, definitive contributing clinical factors could not be concluded and it cannot be confirmed that the event is related to a mal performance of the component. Reportedly, the patient is doing well, and the post-operative period was completely normal with no complications. Patient impact beyond the reported loosening and revision with an anticipated post-surgical healing phase cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, lack of ingrowth, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after surgery had been performed on (B)(6) 2021, the patient experienced early jrny bcs pat biconvex 32 mm std loosening with a fracture of the central stud without traumatic cause. This adverse event was solved by revision surgery on (B)(6) 2023, in which the implant was replaced. The patient is doing well. The post-operative period was completely normal with no complications.